Event description:
It was reported that (B)(6) 2012, the doctor placed a long term catheter via right internal jugular vein. (B)(6) 2012, the pt found the catheter out of the catheter 2cm when he was hemodialysis at hospital. The doctor has to extraction the catheter and placed a new catheter from right ij vein.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for evaluation. According to the notes contained int eh complaint incident report the complainant indicated the heat sleeve/surecuff still resides in the pt. At this time. The mechanism of damage is undetermined. A lot history review (lhr) of revg1020 showed seven other similar product complaint(s) from this lot number. (391593, 410159, 416309, 416307, 417748, 422176, 423915).